Manufacturer narrative:
Approximate age of device: 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Awaiting response from account.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019 the patient arrived outside the hospital emergency room in cardiac arrest. The account noted that low flow alarms were active. Chest compressions were administered; however, the patient expired at the hospital. Per the account, the patient's son reported the patient was altered over the weekend and didn't follow up until this morning. The cause of the arrest was unclear.

Manufacturer narrative:
Investigation summary: a correlation between the device and the patient¿s expiration cannot be conclusively determined. The patient arrived at an outside hospital emergency room in cardiac arrest. Low flow alarms were noted to be active. Chest compressions were administered; however, they were unsuccessful, and the patient expired on 15jan2019. Reportedly, the patient¿s son had noted that the patient was altered over the weekend but did not follow up with the patient until the morning of the event. A specific cause for the patient's cardiac arrest cannot be conclusively determined. Multiple requests for additional information were sent to the customer. No product available for investigation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU also describes the pump flow display, pulsatility index, and hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.